Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified anterior tibial artery. Wiring was performed using jupitert45 but failed to cross lesion and the distal tip got relaxed. Another wiring was performed using a dp60, max and crossed successfully. Then a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a device of a bigger size. No patient complications were reported.